Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 99% stenosed, tortuous, almost 90-degree angle, highly calcified, 2.5-3.0 mm lesion in the left anterior descending (lad) artery via radial approach. A non-csi guide wire was initially used but was exchanged for a viperwire advance guide wire with flex tip. During a low-speed treatment, the physician pushed into the lesion, and the oad tip bushing detached. Angiographic imaging revealed a perforation. The oad and wire were successfully removed together with the fractured component. To resolve the perforation, balloon tamponade was performed, and protamine was administered to reverse the anti-coagulant effect of heparin. The patient was admitted to cardiac intensive care unit. The patient was stable. According to the physician, the perforation was caused by vessel tortuosity and calcium burden, but the oad contributed.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).